Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited a significant change in atrial sensing from 1.1 mv to 0.2 mv, since 2009. Undersensing and inappropriate pacing were noted. Atrial sensing was set to 0.1 mv, and no further action was taken.